Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had been not functioning for approximately eight years. As the patient did not have any heart failure symptoms, the lv lead was surgically abandoned and the implanted system was downgraded. No additional adverse patient effects were reported.